Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with unknown dermal filler. After the injection, patient begins to present symptoms compatible with ischemia in the chin area. Hcp treated patient with 900 units of hyalurodinase. The next day, patient was treated with additional 2500 units of hyalurodinase. Symptoms has been resolved.

Manufacturer narrative:
Corrected data.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm volux xc in the chin and presented with symptoms of vascular occlusion in the mental artery branch. After the injection, patient begins to present symptoms compatible with ischemia in the chin area. Hcp treated patient with 900 units of hyalurodinase. The next day, patient was treated with additional 2500 units of hyalurodinase. Treatment noted as massages in the chin area that produced great pain without previous injection of hyaluronidase. Healthcare professional noticed a whitening with pain reaction at the infiltrated area. Patient was treated with oral medication. Symptoms has been resolved. Patient was scheduled at 6 hours for evaluation and to start therapy with hyperbaric oxygenation. The patient had 5 sessions of hyperbaric chamber of 60 minutes each at a pressure of 1.8 bars. The affected region presented a superficial necrosis that resolved after 7 days without signs of scarring or marks at the affected area.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm volux xc in the chin and presented with symptoms of vascular occlusion in the mental artery branch. After the injection, patient begins to present symptoms compatible with ischemia in the chin area. Hcp treated patient with 900 units of hyalurodinase. The next day, patient was treated with additional 2500 units of hyalurodinase. Treatment noted as massages in the chin area that produced great pain without previous injection of hyaluronidase. Healthcare professional noticed a whitening with pain reaction at the infiltrated area. Patient was treated with oral medication.symptoms has been resolved. Patient was scheduled at 6 hours for evaluation and to start therapy with hyperbaric oxygenation. The patient had 5 sessions of hyperbaric chamber of 60 minutes each at a pressure of 1.8 bars. The affected region presented a superficial necrosis that resolved after 7 days without signs of scarring or marks at the affected area.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to section c. Suspect product: lot number 963/3. Additional, changed, and/or corrected data: b5, c. Suspect product, d1, d3, d4, g1, h4, h6.

Event description:
Additional information reported patient was treated with oral medication. Symptoms has been resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported patient was injected with juvéderm volux xc in the chin and presented with symptoms of vascular occlusion in the mental artery branch. Treatment noted as massages in the chin area that produced great pain without previous injection of hyaluronidase. Healthcare professional noticed a whitening with pain reaction at the infiltrated area. Patient was scheduled at 6 hours for evaluation and to start therapy with hyperbaric oxygenation. The patient had 5 sessions of hyperbaric chamber of 60 minutes each at a pressure of 1.8 bars. The affected region presented a superficial necrosis that resolved after 7 days without signs of scarring or marks at the affected area.